Event description:
Device malfunction: stent fracture. Symptoms/ae: occlusion/thrombosis. Time of malfunctions/ae: 7 months after the procedure. It was reported that approximately 7 months post a superficial femoral artery stenting procedure, the absolute stent was fully occluded with areas of suspected stent fracture. The pt was re-hospitalized on (B) (6) 2010 for treatment with urokinase which partially opened the occlusion and hyperplasia, with residual thrombosis. Treatment consisted of placement of two covered non-abbott stents within the absolute stent and angioplasty using a foxcross balloon. Ultimately, open femoral-popliteal bypass surgery was required. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). Eval summary: factors that can contribute to stent fracture include, but are not limited to, stent damage (thin struts, heat damage, etc) during manufacturing, interactions with other products during the original procedure, pt anatomy, lesion calcification, or lesion tortuosity. The stent is an open cell design. Due to the stent (absolute or absolute pro) open cell design, this allows each ring to expand independently of the adjacent ring; allowing for good stent conformability within the vessel's diameter changes. Under fluoroscopy/cholangiography, the independent ring expansion may appear as a step in the contour of the stent, and be interpreted as a stent fracture. The device was not returned and angiographic images were not available; therefore, engineering cannot verify the reported stent fracture and it is possible that the stent fractured appearance is anatomically related. It was also reported that the pt experienced total occlusion (restenosis) and thrombosis, requiring a bypass and hospitalization. The absolute instructions for use states that, both restenosis and thrombosis are listed as a possible adverse effects. The pt adverse events requiring intervention are procedural related. No manufacturing quality issues were identified. Product performance engineering will monitor the incident circumstances. During production all stents are 100% visually inspected for stent damage (both the internally and externally); 100% dimensionally measured, and 100% radial force tested.